Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormalities. After checking the operation log, it was confirmed that there are no records related to the alleged phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined since the issue could not be reproduced during device evaluation. The event can be [detected/prevented] by following the instructions for use which state: make sure that the scope connector part, including the electrical contacts, is sufficiently dry before connecting it to this product. Also, make sure that there are no foreign substances (chemical residue, limescale, sebum stains, dust, gauze fuzz, etc.) On the electrical contacts before connecting them. If the electrical contacts are wet or have foreign objects attached to them, the device may malfunction or break down. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.